Event description:
A mti flowrider plus 1.5f flow directed micro catheter was used with histoacryl (n-bca) for a brain avm embolization of the inferior temporal branch. The physician felt resistance during withdrawal. A second attempt to remove the catheter (using guiding catheter for additional support) resulted in catheter separation. The distal segment remained in the proximal temporal branch of the left sylvian bifurcation. Angiography revealed an ischemic event, however there was no sign of hematoma. A subsequent irm revealed a hematoma in the sylvian valley which was not near the avm. Patient was taken to surgery to address the hematoma and expired 5 days later. The hemorrhage that followed is consistent with too much force being applied to the avm while attempting to remove the entrapped catheter. The evidence suggests that the catheter separated from the excessive force being applied, not due to a defect with the catheter.